Manufacturer narrative:
It was reported that during a procedure, the table allegedly failed to operate and the surgical staff was unable to unlock the table. The table is able to manually unlock, but in this instance, it was reported that the manual unlock did not function. A stryker field service technician (sfst) went and investigated the issue. The sfst found 2 potential causes for table failure; a faulty power control board due to bodily fluids exposure and a faulty ac filter board. Both parts were replaced and the table functioned correctly. There was a surgical delay of 45 min, but no adverse events or injuries reported.

Event description:
It was reported that during a procedure, the table allegedly failed to operate and the surgical staff was unable to unlock the table. The table is able to manually unlock, but in this instance, it was reported that the manual unlock did not function. There was a surgical delay of 45 min, but no adverse events or injuries reported.